Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrence. Also, the plaintiff experienced pelvic pain, urinary incontinence, frequency, slow stream, nocturia, incomplete emptying, dyspareunia, and fecal incontinence. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-52844.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption #(B)(4). Lawyer filed report.